Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature battery depletion was observed. No programming changes or action were taken. The patient will continue to be monitored closely.

Event description:
New information received indicates that the device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.